Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed accuracy test (accy test). There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9 - date returned to mfg. 27-jun-2025. H3: one device was received for evaluation. The service history review of the device showed no previous services. The customer reported issue was not replicated as the device was within specification after performing the accuracy test. Further investigation found a worn-out valve in the expulsor assembly which was most likely the root cause of the customer reported error. The expulsor assembly was replaced to fix the issue. The device passed all functional tests after the repair.